Manufacturer narrative:
A product correction letter was sent to all customers with impacted instruments notifying them of the potential hazards associated with the tubing. The letter provides instructions for the customer to inspect for leaking tubing and for proper cuvette wash. A mandatory technical service bulletin (tsb) was issued on all impacted architect clinical chemistry systems. The mandatory tsb instructs field service to replace the peristaltic head tubing. The tsb was unable to be performed as the customer sold the instrument to a third party and the location is unknown. If the location of the instrument is determined the tsb will be performed and a new MDR will be submitted.

Event description:
Field service was unable to replaced the peristaltic head tubing on the architect c4000 analyzer per mandatory technical service bulletin tsb-128-042 as the customer has sold the instrument to a third party. The location of the instrument is unknown. There was no impact to patient results or injury reported.